Manufacturer narrative:
B5: upon follow-up, it was reported that the patient was treated with unspecified antibiotics (no further details reported) and missed last set of antibiotics. At the time of this report, the patient's "fluid was clear" and the patient has recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy fluid. The cause of and treatment for the event were not reported. The patient was hospitalized for the event. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.